Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported event, however, noted a vent inop occurrence in the ventilator diagnostic log history due to an exhalation autozero failure. The device passed extended self testing (est) and performance verification testing to operating specifications.